Event description:
Healthcare professional reported left side rupture. The device has been explanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data. Device evaluation: the device related to the reported event of rupture was received on jun 30, 2022. With lot number: 2675563. Visual analysis of the returned device identified: broken shell, part of the shell is missing, underweight, crease fold. A microscopic analysis was performed which identify crease sharp, stress mark. Based on the device analysis the final assessment is: a crease sharp in the radius side assessed as fold flaw opening. Missing shell assessed as inconclusive.